Manufacturer narrative:
Insulin p[ump received unable to perform the displacement due to broken or detached end cap.

Event description:
The customer reported via phone call that insulin pump was damage. Customer's blood glucose value was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.